Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator display was blinking continuously and also that it is due for preventive maintenance (pm). There was no reported patient involvement. There is no report of death or serious injury associated with this event.